Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 29, 2026, senseonics was made aware of an incident in which the user reported high glucose events. The user provided examples indicating that at approximately 5:30 am pacific time and 9:00 pm pacific time, sensor glucose values were 143 mg/dl and 171 mg/dl, respectively, while blood glucose values were reported as 218 mg/dl and 198 mg/dl. The user did not seek professional medical treatment and reported resolving the events independently by administering insulin. The user's healthcare provider was not aware of the events, and the user was advised to follow up for further medical guidance.